Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-sep-2018 with the following findings: a review of the pump showed evidence of the load step malfunction illustrated by several ¿no cartridge detected¿ warnings. The battery compartment and the battery cap were undamaged and able to fit. During testing, the pump successfully completed the rewind, load, and prime steps without any call service alarms, warnings or issues. The pump¿s cover was removed and no intermittent condition was found to the fs flex. Investigation was unable to duplicate the ¿load step malfunction¿ complaint.

Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was alleged that there was a filled cartridge in the pump and the pump was priming the tubing during the load step. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.